Event description:
During the procedure, the first trufill 5x10 (638cf0510/unk) coil stretched while pushing and pulling back trufill 5x10 two times. Therefore, another same size trufill coil was used. After trufill coil detached, an enterprise stent was used. However, the enterprise 28 didn't insert in the (mc) microcatheter proximal hub. The enterprise was changed to an enterprise 22mm, and it worked. The procedure was successfully completed. Headway 45 degree mc was used, and it was not reshaped. There was no patient injury reported with the event and the products will be returned for analysis.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the first trufill 5x10 (638cf0510/unk) coil stretched while pushing and pulling back trufill 5x10 two times. Therefore, another same size trufill coil was used. After trufill coil detached, an enterprise stent was used. However, the enterprise 28 didn't insert in the (mc) microcatheter proximal hub. The enterprise was changed to an enterprise 22mm, and it worked. The procedure was successfully completed. Headway 45degree mc was used, and it was not reshaped. There was not patient injury reported with the event and the products will be returned for analysis. The orbit lot number provided does not correspond to a known lot number for this device; therefore a device history record review cannot be completed. A non-sterile orbit rdfl complex fill coil was received coiled inside of plastic bag. The hypotube of the orbit was inspected and kinks were noted at 26, 36, 58 and 82 cm from the hub. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside the introducer and in good condition. Some waves were found the product but it appears that this may have occurred during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper and embolic coil were in good condition; the embolic coil was not stretched. The zipper was confirmed to be over the coil and gripper. The presence of dried blood was also confirmed. The report that the coil was stretched was not confirmed; the returned coil was not stretched and was found in good condition. The cause of the kinks found on the hypotube could not be conclusively determined; however the analysis does not suggest that it is related to the manufacturing process. Inspections are in place to prevent these types of damages from leaving the facility. The reported failure was not confirmed; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of plastic bag. The hypotube of the orbit was inspected and kinks were noted at 26, 36, 58 and 82 cm from the hub. The introducer was zipped and in good condition. The support coil, gripper and embolic coil were inside the introducer and in good condition. Some waves were found the product but apparently can occur during the handling of the unit when this was returned for evaluation. The embolic coil and the gripper were inspected under microscope; the gripper was in good condition while the embolic coil was stretched. The zipper was confirmed to be over the coil and gripper. The dried blood was also confirmed. A review of the manufacturing documentation could not be performed as no lot number was provided. The failure reported by the costumer as 'unraveled/stretched- during placement' was not confirmed. The embolic coil was found in good conditions. The cause of the kinks found on the hypotube could not be conclusively determined; however the analysis does not suggest that it could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. The failure was not confirmed, therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.